Manufacturer narrative:
The actual electrode pads were not returned to zoll medical corporation for evaluation. Instead, a lot number of the pads was provided. An investigation was conducted on retained samples lot 3820 for the customer's report. The retained samples were subjected to full electrical testing, continuity and shock testing, and adhesive testing with passing results. Based on the evaluation of the retained samples it was concluded that the samples were assembled according to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while performing open heart surgery on a (B)(6)-year-old patient (gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.